Event description:
A pt had used the lifevest device for several weeks while an abdominal wound was healing. Pt was admitted to the hosp after a significant celluitis associated with leukocytosis was noted underlying the rear therapy electrodes of the lifevest device. With discontinuation of the lifevest, inpatient monitoring and IV antibiotics, the cellulitis subsided rapidly. The leukocytosis resolved. The pt subsequently received a permanent implanted defibrillator.